Manufacturer narrative:
A ge rep evaluated the system and replaced the generator controller and the generator cpu. System operates as intended. This MDR is related to ge healthcare.

Event description:
The customer reported the system is displaying intermittent system errors, and the alarm tone is constant. No pt injury was reported.